Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that an ophthalmic operating system exhibited with laser not working. Procedure details and patient impact have not been provided. Additional information has been requested but none received till date.

Manufacturer narrative:
Additional information was provided in sections b.3, b.5 and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received that during the boot phase of the instrument, the laser makes a series of on/off cycles to finally start up after about 30 seconds. Event happened before posterior surgery. Surgery was completed after replacing product with new one. No patient impact was reported.

Manufacturer narrative:
Additional information was provided in sections d.9, h.3, h.6 and h.11. The company representative was unable to confirm nor replicate the reported issue. The system was then tested and found to meet specification. The systems laser undergoes a series of on/off cycles upon bootup for 30 seconds, in which the laser is unable to be fired. The doctor was unaware of that process. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).